Event description:
The surgeon wanted to monitor the intracranial pressure of the brain trauma pt. When the surgeon connected the catheter to the pre-amp connection, the camino monitor stopped at the logo and the surgeon could not "enter the system with zero". Another monitor was used but it also displayed at the logo. Twenty minutes was spent trying to solve the problem. It was confirmed that there was no pt contact and no pt injury. The product problem was discovered prior to insertion of the catheter. A replacement catheter was suggested by the distributor to be used but the surgeon decided not to use intracranial pressure monitoring. The surgeon decided on a "replacement surgery program" which was described as a "close observation of clinical after surgery". After the surgery, the engineers from the distributor checked the equipment and found the problem to be the catheter. The pt has well recovered from the anesthesia and has been discharged.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.